Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a vns pt's generator was explanted for infection. The pt was later reimplanted with a new generator in the right chest with the original lead. The explanted generator has been requested for return. Further attempts for info are in progress.